Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 and ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service rep evaluated the unit, but was unable to reproduce any problems; found spo2 sensor failure. Unit was safety tested to factory specifications.